Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the user account riverak had been continuously locking out due to an active directory issue on the customer's side, which caused authentication failures on the medstation. A technical support specialist dialed into the server to verify the customer's username and then dialed into the station to review the medapp logs, which showed repeated authentication failures with the reason accountal ready locked. The specialist continued troubleshooting with the customer, reviewed ka000015580 related to bogus locked accounts, opened powershell on the server, and attempted to locate the user in the es server settings, but the user details were not found. An email was sent to the customer with the findings. The customer's it team subsequently corrected the active directory issue, unlocking the account and resolving the login problem. After this correction, the customer confirmed the issue was fixed and approved closing the case. The system functioned as intended after the technical support specialist completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user account was locked after pulling the medication, which located on ed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.